Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 17-nov-2017 with the following findings: during investigation, there were frequent replace battery alarms in the pump history. The pump electrical current draws were within specification. There was corrosion found in the battery compartment. The battery compartment was found to be cracked alongside the pump. The pump leaked at the battery compartment. The pump was opened and there was no further evidence of moisture found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.